Manufacturer narrative:
The results of the investigation concluded that upon connecting the electrode to the generator, an error message was displayed. Disassembly of the connector revealed the copper thermocouple wire was fractured, consistent with the error message observed. The device met specifications prior to release from the manufacturing facility as supported by the device history record. The cause of the fractured copper wire is consistent with damage during use.

Event description:
During a lumbar radio frequency ablation procedure, the probe gave an error message and did not heat to temperature. The impedance did not reach above 70 ohms and the grounding pad became warm. Since only one of the three burns was completed, the case was aborted. There was no patient harm and it is unknown if the procedure will be rescheduled.